Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. It was observed that the handle and the shaft of the device had been separated. This complaint can be confirmed. The device is reusable. A visual inspection revealed that the device had been heavily used as striations on the metal surface of the handle distal from the shaft connection point. The visual inspection also revealed small indentations on the shaft slot nearest to the connection point to the handle. The broken weld failure could be due to the device being dropped/ mishandled on hard surface causing the weld to fail. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Other than the possibility of mishandling, we cannot discern a root cause for this failure mode. A review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep via phone that during a shoulder repair procedure the sales rep's gryphon slotted sawtooth guide broke into two separate pieces where the shaft meets the handle. The sales rep's gryphon drill bit broke into two pieces on the proximal end where the device is tightened. The case was completed with like-devices with no patient harm or delays. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.